Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2020-01661. It was reported that during the patient's drg implant procedure, one of the leads broke. The fragmented lead remains inside of the patient. Surgical intervention may occur at a later date to address the issue. Note: since it is not known which device is causing the issue, all possible devices are being reported on.

Manufacturer narrative:
A lead broken during implant was reported to abbott. During the patient's drg implant procedure, one of the leads broke. The fragmented lead remains inside of the patient. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.